Event description:
Very healthy elderly dialysis patient - crashes - tried to resuscitate - airway swollen/restricted - "incubate receptical" punches hole in airway - patient blows up from air - dies.